Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the malfunction as the code did not recur. The customer was instructed to continue using the pump and to call back if the issue happens again, which the caller acknowledged and understood.